Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2015 during which the surgeon noted a small defect at the lateral edge of the mesh. The defect was repaired primarily. Lysis of adhesions was performed. The omentum attached to the anterior abdominal wall and detached. It was reported that the patient experienced severe pain, adhesions, bulging, loss of appetite, stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/05/2021. Additional b5 narrative: it was reported that the patient experienced recurrent umbilical hernia following surgery.

Manufacturer narrative:
Date sent to the FDA: 10/12/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.